Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned to guidant from the field. It was never in service. The device failed a manufacturing test and was sent to the laboratory for detailed analysis.